Event description:
It was reported that the customer has been having high blood glucose levels due to forgetting to remove the needle guard off his infusion set. Customer went to change his set and he failed to remove the transfer guard from the needle. Customer's blood glucose level went up to 480 mg/dl this morning and within 2 hours, it went up to 600 mg/dl. Customer manually injected 20 units of humalog for 20 minutes. Customer bolused again after lunch and another time at 3:30 pm. Customer's blood glucose level went to the mid 300's mg/dl. Customer will call back if issues persist. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.